Event description:
No patient harm nor any patient involvement. No staff harm. The cart washer finished its cleaning cycle, and the tech went over to open the door and pull the cart out. As the door was opening, a bolt fell out and the door came off track and fell to the ground tilted on its side. No one was injured. A biomedical engineering work order was placed, and the equipment was removed from service/usage at the time of incident. The manufacturer was contacted directly and came onsite to conduct the device repair. The device is now operational and is back in service.